Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to infection, spacers were implanted. Doi: unknown. Dor: (B)(6) 2022. Left hip.

Event description:
The reason for the antibiotic spacer was due to hip infection and all implanted components were explanted. There were no identification for lot numbers due to the implants were covered with blood and other contaminated tissues . The op note was not accessible to the rep at the time of surgery, most cases we are not allowed into the chart for the patient . There was no harm to patient during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.